Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. No guidewire stuck in lead. Lead passed wire insertion test. No blockages in lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unable to be successfully implanted. Physician encountered difficulty placing this lead. After several repositioning attempts, this lead lost its ability to track. Physician pulled guide wire and lead out and guide wire was stuck in lead. This lead was therefore removed and replaced prior pocket closure. No adverse patient effects were reported.